Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the pressing operation, the plug deployment button of the 7f exoseal vascular closure device (vcd) could not be pressed. The device was not implanted in the body. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including the appropriate insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the vascular sheath introducer (csi) to the device. The csi engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. The device and sheath were retracted together until the indicator window turned solid black. However, the deployment button could not be fully depressed. The device will be returned for evaluation.